Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing. The cause of the oversensing was unidentified. The lead will continue to be monitored. There were no patient consequences.